Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming circuit occlusion, circuit disconnect, high ppeak (peak pressure) and low peep (positive end expiratory pressure). The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) required replacement to resolve the reported issue. The gde was replaced and the device passed all tests, calibrations and is working to manufacturer specifications. The suspect gde has been received and once evaluated, a supplemental report will be submitted.